Manufacturer narrative:
Additional information was received on (B)(6)2019 that the sheath used was a swartz slo from st. Jude medical (product code: 407449, lot: unknown). Manufacturer¿s reference number: pc-000389950.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter. At the end of the procedure, patient¿s blood pressure dropped. Cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to remove the fluid from the pericardium; however, this intervention was not enough, and the patient underwent a sternotomy to remove all the blood from the pericardial space and to close the perforation observed at the level of the left inter vein near the ridge which caused the bleeding. There¿s no information regarding extended hospitalization or patient¿s outcome. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on the event on may 30, 2019 on the patient and the event. It was reported that the patient is male. At the end of the procedure, at the time of the removal of catheters, the patient¿s blood pressure was relatively low. Cardiac tamponade was confirmed by ultrasound. Extended hospitalization was required as a result of the adverse event. The patient was discharged after 2 weeks of hospitalization. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related, the physician is now convinced that it was the sheath which perforated the myocardium and not the radiofrequencies applied with the ablation catheter, there was no trace of burn at the level of the hole according to thoracic surgeons who had intervened. According to them, the lesion seems mechanical. Transseptal puncture was performed at the beginning of the case without any complication or linkage to the cardiac tamponade. The power, irrigation and contact values were normal, there was no evidence of steam pop during the ablation. The irrigation flow was set at 15 ml / min and 35w for the anterior surface, and 8ml / min and 25w for the posterior face of the left atrium. There were no error messages on any bwi equipment during the procedure. Therefore sex and is hospitalization initial/prolonged fields have been populated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 3/11/2019. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4). A manufacturing record evaluation was performed for the finished device 30133150l number, and no internal action was found during the review. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. At the end of the procedure, patient¿s blood pressure dropped. Cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to remove the fluid from the pericardium; however, this intervention was not enough, and the patient underwent a sternotomy to remove all the blood from the pericardial space and to close the perforation observed at the level of the left intervein near the ridge which caused the bleeding. There¿s no information regarding extended hospitalization or patient¿s outcome. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related, the physician deduced the last shot of ablation caused the issue, despite the power, irrigation and contact were normal. The parameters observed during the last shot of ablation included visitag statics of 55 seconds rf firing, avg 5-10 gr in contact, 35 watts of power and an impedance between 110-130 ohms. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.